Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail has been broken.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidence of the breakage surfaces the nail broke in a fatigue fracture due to overload after a period of implantation of approx. 46 weeks. A review of the x-ray images provided confirmed a nonunion. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient associated with a nonunion of the bone fracture. According to the damage and the evidence of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra-operative damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the misdrilling most likely created the starting point of the implant breakage at the lateral edge of the anterior bridge.

Event description:
It was reported that the nail has been broken.